Event description:
It was reported the connection of the cable (black connection to external programmer) melted at the first sterilization at 134 degrees celcius. The cable was returned to service. There was no patient involvement.

Manufacturer narrative:
This event was assessed and is being reported as a part of a retrospective review of events, which was in response to MDR criteria revisions and on-going process improvements. The event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary: analysis confirmed the reported event. The connector lock was fused to the connector, the connectors were patinaed, the inside of connector was deformed displacing pins, the stress relief was broken, and the lead connector case halves were separating. The negative continuity test was normal and positive tested open. There was also a 1/16 inch cut in the insulation on the cable. It was noted the cable was over two years old and at its normal end of life. (B)(4).